Event description:
It was reported that the ilet pump became unresponsive to touch while the user was at school despite showing a charged status prior to use and a solid indicator light on the charger, and responsiveness later returned with the device reflecting battery. No reported adverse clinical effects reported. Outcomes included no impact on health, no alarms, and no medical intervention. Investigation included complaint handling and user troubleshooting and education via phone. Investigation of this case revealed that the device function was restored during the call and no device alerts were observed. It was concluded that the event was non-reproducible with no device malfunction confirmed.